Event description:
Boston scientific received information during a routine pulse generator changeout, that this right ventricular lead separated from the terminal pin when the physician attempted to remove it from the device. The lead was abandoned surgically. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.